Manufacturer narrative:
A device history record (DHR) review was performed for part no.: 03.010.473, lot no.: 7874285: manufacturing location: (B)(4), release to warehouse date: 18.apr.2012: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Service & repair evaluation: the customer reported the device was bent and would not engage. The repair technician reported the tip of the screwdriver was bent. Bent is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. A product investigation was performed. The returned screw driver (part: 03.010.473, lot: 7874285, mfg: 18.apr.2012) was inspected at customer quality (cq) and the complaint of bent was confirmed, however it is determined that "twisted" is a better descriptor than "bent" for the returned device. The returned device was examined and the distal tip of the main driver shaft is observed to be twisted in the direction of resistance encountered during screw insertion. However, the distal tip of the slider bar was observed to not be twisted. This indicates that both shafts were not seated in the screw prior to application of torque. The nut component was also returned. No new malfunctions have been identified. The complaint condition was unable to be replicated due to the post-manufacturing damage. Relevant drawings for the returned instrument were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. Dimensional analysis could not be performed due to post-manufacturing damage. While no definitive root cause could be determined, it is possible that the device encountered unintended forces such as excessive twisting during usage or improper alignment and screwing of driver shafts prior to the device usage. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the inter-lock screwdriver t25/3.5mm hex/224 mm is bent and will not engage. No other information provided. During manufacturer investigation of the returned subject device, it was identified that the distal tip of the main driver shaft is observed to be twisted in the direction of resistance encountered during screw insertion. This condition was re-evaluated and determined to be reportable on (B)(6) 2018. This is report 1 of 1 for complaint (B)(4).